Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited a rise in pacing impedance and capture threshold. The lead was capped and replaced on 21 jan 2021. The patient was non-symptomatic and in stable condition.